Event description:
It was reported that the atrial lead exhibited unknown malfunction. The atrial lead was explanted. The condition of the patient is unknown.

Manufacturer narrative:
The reported event of lead malfunction was confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Visual inspection found two full breached outer insulation degradations proximal to the ring electrode. The cause of lead malfunction was due to the outer coil being exposed at the degradation zones. Electrical testing and x-ray examination were normal with no anomalies found.